Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, olympus presumes that while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. The event is detectable and preventable by handling device in accordance with the following IFU. The detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burned plastic distal end cover. There was no patient involvement.